Event description:
It was reported that the customer had normal blood glucose levels of 78 mg/dl. The customer reported receiving a sensor status alert from the insulin pump even though the customer was not using the sensor feature of the insulin pump. Troubleshooting was done. The insulin pump was not able to complete the self-test. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unexpected blank display anomaly when the buttons were pressed due to open lcd zebra connector. Unable to test for unexpected sensor status or performed displacement test due to the display anomaly. The device also was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This